Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. The stent had detached from the balloon and was returned for analysis. The entire length of the stent was damaged with the stent struts deformed, distorted and stretched. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft profile. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00x24mm promus premier¿ stent was advanced to the lesion. However, the stent came off from the stent delivery system balloon. An unspecified snare was used to retrieve the dislodged stent.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00x24mm promus premier¿ stent was advanced to the lesion. However, the stent came off from the stent delivery system balloon. An unspecified snare was used to retrieve the dislodged stent.